Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was flying in an airplane. Reportedly, the alarm did not clear upon landing. The customer¿s blood glucose level was 85 mg/dl. Issue recurred with 6 different cartridges. Reportedly the customer reverted to manual injections for insulin therapy as customer's pump is out of warranty.